Event description:
An IV pump malfunctioned when delivering pitocin to a pt in labor and delivery. The cassette was primed. The pump was set to 6 ml per hour and started. Within one to two minutes the pump went into a "high flow alarm." The pump stopped but the pitocin continued to "free flow." The first pump was replaced with another pump. This pump was set to 6 ml per hour and started. Within one to two minutes the pump went into a "high flow alarm." The pump stopped but the pitocin continued to "free flow." At this point the cassette was replaced and the pitocin was delivered properly. Investigation indicates that there are two factors that contributed to this incident. The first is a defective cassette. The second factor was the infusion pump did not return to the "home" position when it went into a "high flow alarm" condition.